Event description:
It was reported that following a recent surgery, the patient was having chest twitching which was in time with the output for the right ventricular (rv) lead and was especially noticeable at the device pocket. It was further reported the rv lead polarity had switched from bipolar to unipolar because of an insulation issue and capture management had increased the output although the threshold was low when measured in the office. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.